Manufacturer narrative:
The manufacturer previously reported information in reference to an alice nightone alleging the device has exposed wires. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The device was returned to a third party service center. During evaluation, the service technician confirmed the cable nonin spo2 was exposed. Additionally, there were some parts of the device that were damaged. The affected parts were replaced. Updated: evaluation method code grid updated. Evaluation results code grid updated. Component code grid updated. Conclusion code grid updated.

Event description:
The manufacturer was contacted in reference to an alice nightone alleging the device has exposed wires. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.